Event description:
A customer reported to olympus, the evis exera iii video system center had image issues (190/1100 scopes) the event occurred during preparation for use. The unspecified intended procedure was completed using a replacement device. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. An olympus field service engineer (fse) visited the customer to check cv and clv devices. The fse diagnosed a damaged socket in clv. When diagnosing the missing image, the correct operation of the set with 190 and 1100 series endoscope were checked. The image only appeared with the correct arrangement of the endoscope plug. Cleaned contacts did not show improvement. The cause of the image problem was damage to the endoscope socket in the clv-190 light source. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: h6. Correction on fields: e1 and d10. Correction to d10, concomitant device was missing inadvertently on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a contact failure occurred, and the images disappeared because the scope socket of clv-190 of the combined device was faulty. Olympus will continue to monitor field performance for this device.